Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The cover tube had been forced proximally on the reload adapter causing it to ramp over the alignment detent on the adapter. There was damage on the reload alignment detent. The cover tube was properly reseated on the reload. The reload was cycled without hesitation or binding and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of a misloaded cover tube that has no relationship to the reported condition. Replication of the rotated cover tube can occur if the cover tube is forcibly rotated in the incorrect direction during loading. This causes the alignment window in the cover tube to ride up and over the alignment notch on the adapter and can cause the reload cover tube to become loose making the reload difficult to load. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic lobectomy surgery, after the jaws were closed, the safety button was pressed and the first squeeze was done. On the second squeeze, the handle does not move and cannot be fired normally. Reload was changed to complete the procedure. There was no patient injury.